Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 146mg/dl and 105 mg/dl. Tests were done less than 10 mins apart. Pt did not experience any adverse events. Customer was using expired (8/01) test strips. No further info has been reported.